Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing and low amplitude, leading into two inappropriate shock therapy. Technical services (ts) recommended reprogram and provided troubleshooting options. This electrode remains in service. No adverse patient effects were reported.